Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number jk5099, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the surgery? Could you please confirm if the detached needle occurred pre-op before use on the patient or intra-op during use on the patient? What was used to complete the surgery? Is the device that detached related to the patient reaction? If yes, please explain. Please describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Was any medical or surgical intervention provided for the patient reaction? What is the patient current status? Will the device from this lot number involved in the event be returned for evaluation? If there was more than one patient involved, for each specific patient please provide the following: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure name and date, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Please describe. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. Patient current status.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle was detached from the suture. It was also reported that the patient had reaction two weeks post-op. Additional information has been requested.